Manufacturer narrative:
Covidien has requested the device be returned for evaluation. Covidien reference: (B)(4).

Manufacturer narrative:
(B)(4). The returned contents for investigation include; one pediatric tracheostomy tube, one obturator; and one shipping box. The tracheostomy tube and obturator were returned outside of their packaging. A visual inspection was performed and found the tracheostomy tube and obturator were both a 6.5 pdl. The labeling on the returned box stated the contents were for a 6.0 pdl tracheostomy tube. The reported complaint of a mislabeled box was confirmed however the 6.5 and 6.0 products were produced four months apart from each other. The lots for these products did not overlap at the manufacturing facility. The manufacturing controls and guidelines were reviewed and found acceptable to detect the reported issue. The reported complaint is not related to the manufacturing process.

Event description:
A customer in the (B)(6) reported that when opening a tracheostomy tube box marked size 6.0pdl the tube inside the box packaging was actually labelled as a size 6.5pdl. There was no patient involvement.